Event description:
Customer reported via phone, the insulin pump alarmed button error while customer was trying to fill the cannula after changing her site. Customer's blood glucose was 250 mg/dl. Customer did not recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response on the act button due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.